Manufacturer narrative:
Unit failed leak test, unit leaked at crack on the back of the case. Unit powered up properly and passed displacement test. Traces of corrosion were found at the electronic assembly, motor assembly, and battery tube per visual inspection. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that inside the display, the insulin pump had moisture. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.